Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.